Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up with a patient notifier for high, out of range high voltage lead impedance. The patient will continue to be monitored with routine follow-up.